Manufacturer narrative:
(B)(4)2015 - should additional information become available, a supplemental record will be filed.

Event description:
Customer states the wheels are too weak and the casters break. He states the wheels broke off. He didn't know if it was the caster itself, or the fork, or the hardware. He does not know if any medical intervention was sought. Per consumer affairs follow up call va rep stated minor injury.